Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When the change history of the parts was confirmed for the event that no endoscopic image came out in combination with the 180 scopes, it was confirmed that the design change of the dr board was made on april 16, 2018. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the cause of the reported event as follows. Since this product was a product prior to countermeasures due to a change in the operational amplifier circuit design of the patient board (dr board), it is assumed that the 180 or 160 scopes are not displayed in images due to a failure of the operational amplifier. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure of the colon surgery, the image of the subject device was not displayed when an old gastroscope was connected to the subject device. The user replaced the subject device with another device and completed the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Additionally, the dr board of the subject device had a failure and the front socket was worn and did not lock the plug inside properly.